Manufacturer narrative:
The correction of b5 describe event and problem and h6 health effect ¿ impact codes and component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st december, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the light main base fall during a surgical procedure. It was confirmed by photographic that light configuration detached and was hanging on cables. There was no injury reported, however, we decided to report the issue in abundance of caution as a device falling during procedure could lead to serious injury in case of reoccurrence. Describe event and problem: on 1st december, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the light main base fall during a surgical procedure. It was confirmed by photographic evidence that light configuration detached and was hanging on cables, also designated complaint unit employee found that label was damaged with missing particles. The fall of the light configuration occurred when the patient (child) was undergoing orthopedic surgery due to a foot fracture in an open field. The patient was not affected due to the issue with light, but was taken to another room, where it was necessary to redo the asepsis. Consequently, the fall of the light configuration caused a delay in the medical procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as a device falling during procedure could lead to serious injury in case of reoccurrence and as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 health effect ¿ impact codes: no health consequences or impact 2199. Corrected h6 health effect ¿ impact codes: surgical intervention/surgical procedure. Delayed//4633. Previous h6 component codes: mechanical holder 838. Corrected h6 component codes: mechanical dome 793.

Event description:
On 1st december, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the light main base fall during a surgical procedure. It was confirmed by photographic evidence that light configuration detached and was hanging on cables, also designated complaint unit employee found that label was damaged with missing particles. The fall of the light configuration occurred when the patient (child) was undergoing orthopedic surgery due to a foot fracture in an open field. The patient was not affected due to the issue with light, but was taken to another room, where it was necessary to redo the asepsis. Consequently, the fall of the light configuration caused a delay in the medical procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as a device falling during procedure could lead to serious injury in case of reoccurrence and as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory the correction of d4 catalog # model # and serial #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous d4 catalog # and model #: ard567501995 corrected d4 catalog # and model #: ard567502990 previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a getinge became aware of an issue with one of surgical lights - axcel. It was stated the light main base fall during a surgical procedure. It was confirmed by photographic evidence that light configuration detached and was hanging on cables, also designated complaint unit employee found that label was damaged with missing particles. The fall of the light configuration occurred when the patient (child) was undergoing orthopedic surgery due to a foot fracture in an open field. The patient was not affected due to the issue with light, but was taken to another room, where it was necessary to redo the asepsis. Consequently, the fall of the light configuration caused a delay in the medical procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as a device falling during procedure could lead to serious injury in case of reoccurrence and as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information received by getinge; the issue occurred during a surgical procedure. The root cause analysis was performed by subject matter experts at the manufacturer. As they stated, regarding headlight fall: maquet representative replaced the defective unit and sent it back to maquet for expertise. The detachment of the device was caused by the separation between the plate and the axle (pn ard567502057) due to an incomplete welding. The supplier improved the welding process performing a quality check on all the parts in stock on 16th october 2014 (100% conform). From october 14th 2014, a 100% welding check is realized by our supplier. In preventive action, from 14th october 2014, a 100% welding check is realized by our supplier. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 1st december, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the light main base fall during a surgical procedure. It was confirmed by photographic that light configuration detached and was hanging on cables. There was no injury reported, however, we decided to report the issue in abundance of caution as a device falling during procedure could lead to serious injury in case of reoccurrence.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.